Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 28-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-23 it was reported that "something went wrong" in surgery the day prior. The pt was in need of an MRI of their lumbar and thoracic region. No further information was provided. Additional information was received on 2025-feb-04. The rep reported that the entire system was explanted the day after implant. The devices will not be returned for analysis because the customer discarded them after the explant. The reason for explant was the patient experienced paresthesia, the inability to move their feet and legs, difficulty walking, immobility, loss of balance and inability to get out of bed. The pt returned to the hospital the day after implant and was admitted to the hospital to have the entire system explanted. As of (B)(6) 2025, the pt was still in the process of regaining feeling in their legs. The clinician reported there was no device or procedural issue. They explained that the patient awoke with new paresthesia due to compression from a tight canal. MRI was performed but the results were distorted along the implant, showed a narrow canal but limited view. It was determined the cause was due to the paddle lead being too much for the patient's tight canal, so the system was removed. After removal, the patient's symptoms improved and the pt was reported to be nearly to baseline and the pt seemed to be recovering well.